Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) battery reached unexpected longevity of less than four years. The device was removed and replaced. It was also noted that the patient's lead had low pacing impedance and high thresholds. The lead remains in service. No patient complications have been reported as a result of this event.